Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of the 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter did not fully retract, after use. No reported medical intervention or serious injury.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for partially retracted needle, with needle tip exposed with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips.